Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One regular tr band and its packaging was returned for product evaluation. The inflator was not returned for evaluation. The returned components were subjected to visual inspection and no anomalies were noted. The return device was inflated per the product IFU with 15 ml of air and submerged in water. Air bubbles were noted at the communication port between the large and small balloons. The communication port was visually inspected under microscope and it was noted that the communication port was partially ripped apart. The complaint can be confirmed for airflow issues. It is likely that the balloons were attempted to be separated prior to inflating which caused the rip in the communication port therefore resulting in the air leakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a portion of the tr band air bladder was adhered (melted) to itself and tore the envelope when the bands were opened to be placed on the patients. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 09february2021: the procedure performed prior to using the tr band was an lhc. There was no blood loss. Hemostasis was achieved by a new tr band.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation - senior staff tech cath lab. This report is being submitted as follow up no. 1 to ensure the initial information on the initial report submitted on march 4, 2021. The initial report was submitted and only received two acknowledgements. The cdrh electronic submissions helpdesk was emailed and the initial report was resubmitted however we received a failed acknowledgement for a duplicate report. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The actual device has been returned for evaluation. For this reason, investigation conclusions code 11 has been referenced in section h6. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation : senior staff tech cath lab. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a portion of the tr band air bladder was adhered (melted) to itself and tore the envelope when the bands were opened to be placed on the patients. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2021: the procedure performed prior to using the tr band was an lhc. There was no blood loss. Hemostasis was achieved by a new tr band.